Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the evaluation. Failure analysis (fa) did not confirm nor replicate the reported complaint. Functional testing of the device for intuitive motion and unclamping, and an attempt to replicate the reported complaint was not possible due to the returned condition of the device. A review of the logs showed no errors. Additionally, fa found the instrument to have failed the engagement test during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The instrument failed the engagement test. The engagement test was performed a total of three times and failed. The root cause is not determinable/applicable. Fa found the instrument to have binding of the roll bushing. Friction was observed when manually rotating the main tube. No signs of corrosion were found on the roll bearing. The root cause of this failure is attributed to manufacturing. A review of the device log review for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show pn 480460-09, lot l10220803-0458 was installed 6x and fired 6 reloads (1 green followed by 5 blue). All firings were completed per the logs with no pauses for compression. There were in incomplete clamps or unclamp failures per the logs. No stapler related errors in the logs. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the sureform 60 stapler failed to unclamp from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler was clamped on tissue. The surgeon attempted to unclamp and reposition, but could not get it to unclamp, so he decided to fire the stapler where it was. They got a reload and had a successful firing, but the instrument was not operating smoothly. It was hesitating and would not open completely for the tissue to be removed. The staple lines appeared good; no injury was apparent, but the last firing would not have been necessary if the surgeon was able to reposition the previous load. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the jaws were not stuck on tissue. The issue with the instrument was that the robot would not recognize the instrument.